Event description:
A malfunction was reported by the customer, displaying a malfunction code. There was no adverse impact on the customer¿s blood glucose level. After contacting technical support, the customer received assistance with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.